Event description:
It was reported that during a lap nissen fundoplication procedure, the tissue pad jaw was bent at a ninety degree angle when it was removed from the package. Another device was used to start the procedure. There were no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/06/2008. Info anticipated, but unavailable at this time.